Event description:
The end user was showering and the tip of the left rear tip snapped out of place causing the bench to tip over and the user fell and hit the side of the tub. Tried to use the handle of the bench to regain her balance and then the bench tipped and she fell out of the tub and hit the floor. Head and knees are bruised, has rug burn from trying to get up, was knocked out from the fall. Sister was upstairs doing laundry and heard the fall and went in to help her and help her get up. Has a shunt in her head that she feels may be dented and is going to the doctor as soon as possible to get it checked out.